Event description:
As reported by the user facility: nurse verbalized "it usually runs slow, not accurate. For example a infusion set at 180 mg/35 minutes will still have approx 20-30 ml left. Yesterday was the first it ran fast, biological medications used, not chemo drugs". Customer verbalized that she stopped using the pump today and the pump has not been serviced to her knowledge for a few years. MFR ref #9610825-2013-00419.